Event description:
A talent abdominal stent graft system was implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology were unremarkable. It was reported that the stent graft was ballooned in the aortic bifurcation, with the balloon maintained within the stent graft at all times. There were fluctuations in the pt's blood pressure, which were likely due to a type ii endoleak, but there were no reported stent graft-related issues. The pt expired some time after the procedure. No further information has been provided.

Manufacturer narrative:
(B)(4). Evaluation, results: death, blood pressure fluctuations due to a type ii endoleak. Conclusion: blood pressure fluctuations due to a type ii endoleak.